Event description:
A bayer technical service specialist (tss) was observing a customer at the health center pour and load a surefill cartridge onto the trugene system. Shortly after the cartridge was loaded, the tubing accidentally dislodged and some unpolymerized acrylamide sprayed into the bayer technical service specialist's eye. She immediately flushed her eyes at an eyewash station for (15) mins. She states that at the time of the incident, she was not wearing personal protective eyewear. Events such as this are covered by the product labeling. The instructions for use clearly state the following warnings and precautions statement: always wear gloves, a lab coat, and eye protection when handling surefill cartridges. Avoid all contact with skin, eyes, or mucosa membranes. The incident is being reported because liquid unpolymerized acrylamide is a neurotoxin. A device malfunction did not occur. The device operated and performed according to specs. The incident was a user accident. Product labeling requires adhering to safety precautions when handling this material. For medical device reporting purposes this is considered closed.